Event description:
Spontaneous communication received from (B)(6), rph with university of (B)(6), (B)(6)hospital to report patient has been admitted at hospital for feeding tube problem (not pah related). Date of admission or anticipated discharge date is unknown. Length of stay is ongoing. No further information provided. Sub-q remodulin ms3 patient. Reported to (B)(6) by: health professional.